Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during startup, when powered by the battery, the ventilator is working fine, but it switches off when connected to ac power. No patient involvement.